Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches. Device received with serial number label stained, scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and hyperglycemia. The customer's blood glucose level at the time of incident was 500 mg/dl. Customer had experienced the symptoms related to the high blood glucose were positive results in ketone test, nausea, vomiting, abdominal pain and difficulty breathing. The customer was using the auto mode at the time of incident. The insulin pump will be returned for analysis.